Event description:
The user facility reported an impella cp was implanted in a 82-year-old male patient for mechanical circulatory support. The patient was experiencing oozing at all access sites. The patient was not given systemic heparin and the purge was switched to sodium bicarbonate.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. According to the clinical, the placement signal was noted to be significantly different than the patient's actual blood pressure reading from the arterial line. Echo imaging confirmed the pump was in the correct position. Clinical notes indicated there was around a 30 to 40 point difference in these pressure readings. This led to false alarms being recorded and resulted in the decision being made to disable placement signal monitoring. Later, the next day an attempt was made to reposition the pump. Once the repositioning sheath was in place, bleeding was observed coming from the distal end of the blue suture hub. Upon further investigation, it was noted that the blue suture hub was not sealed appropriately around the repositioning unit near the wire re-access port. The decision was then made to replace it with a new impella device. No product was returned for an investigation. Data log analysis confirmed the placement signal was low with impella position in the aorta alarms. No other abnormalities were found as the 5s parameters were all stable. The root cause of the optical signal issue is most likely due to the patients condition. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal issue. B7 updated with additional information. G1 reporting contact email updated.

Event description:
The complainant also reported that as soon as the impella cp was inserted and support was initiated, the placement signal was noted to be significantly different than the patients actual blood pressure reading from the arterial line - roughly around a 30 to 40 point difference in readings. This also led to false alarms on the device, and the placement monitoring had to be disabled. Pump positioning was confirmed.

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The most likely cause of the major access site bleeding was use related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-09439. D6a revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing. F6/f8-should have been left blank. H6 component code revised from the initial submission in accordance with updated procedures.